Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied over the lung during a lobectomy procedure, the adapter was not performing correctly. The surgeon said that the reloads were firing slowly and that they were falling out in the abdomen and not forming. Suction was used to retrieve the staples from the abdomen. The patient tissue was normal. There was a delay in the procedure because the surgeon was having issues with the reloads firing it took him longer to do the case. There was an incomplete staple line at the proximal area. The staples towards the crouch of the reloads were not forming. The surgical time was extended by more than 30 minutes. There was no patient injury as reported.